Event description:
A customer reported she received an error 3 message on her freestyle lite glucose meter after a sample was applied to the test strip. The customer reported an injury was related to this issue, but declined to provide further information. Several attempts were made to contact the customer for additional information without success. Therefore, the nature of the injury she sustained is unknown. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown.